Event description:
It was reported by the sales rep that while the hospital was prepping the proplege coronary sinus catheter, pr9 catheter, they were "having great difficulty inflating the balloon." They opted to open a second pr9 to proceed with the procedure. The catheter was never used in the patient.

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
The complaint could not be confirmed, and no labeling inadequacies were identified. Review of complaint history did not reveal that occurrence rate exceeds control limits for this failure mode.the information gathered during this reported event and evaluation will be included in trending data for future CAPA determinations. The IFU contains the appropriate instructions on how to use the device safely. Trends will continue to be monitored through edwards quality managment system.